Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint for ¿downstream occlusion (dso) seal delaminated¿ was confirmed through visual inspection. Dso seal delaminated, battery compartment damaged, air detector dented. A probable cause was unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped downstream occlusion seal and a cracked battery compartment latch. The issue was noted during testing, there was no patient involvement.